Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified anterior tibial artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient. There was no kink prior to use and no resistance during the procedure. The procedure was completed with a 1.5-20 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.